Manufacturer narrative:
This report is submitted january 10, 2020. (B)(4).

Manufacturer narrative:
This report is submitted on december 9, 2019.

Event description:
Per the clinic, the patient experienced a performance decrement with device use. Reprogramming attempts were made; however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6)2019, and the patient was reimplanted with another cochlear device during the same surgery.